Event description:
Boston scientific received information that this pacemaker had one and a half year longevity remaining upon the last check but declared end of life (eol) seven months after instead of the estimated years. Additional information indicated that there were no product performance issues with the device. Furthermore, the representative is not aware if the device will be changed out. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had one and a half year longevity remaining upon the last check but declared end of life (eol) seven months after instead of the estimated years. Additional information indicated that the representative is not aware if the device will be changed out. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).